Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The caller alleged that the infusion set was defective. The patient was taken to the hospital. At the hospital the patient's blood glucose level was so high that it was not measurable. The patient had ketones of 5-5.4%, and was treated with 9 bottles of infusion until the patient stabilized. The patient was hospitalized for four days. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.